Event description:
Customer stated that he has been high in the mornings. Customer stated that the paramedics were called due to high blood glucose reading of over 300 mg/dl. His potassium levels were dangerously high. His physician told him that patients with high potassium levels have either had a massive heart attack or already dead. Customer was told that his kidneys and liver had to work extra hard due to his high blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.